Manufacturer narrative:
The customer reported that the system embedded laser would not turn on. Further information indicates the reported event occurred before surgery with no patient involvement. The company representative examined the system and was not able to replicate the reported event. The company representative verified the laser to meet all product specifications. The system was manufactured on april 30, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The laser system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the laser button would not turn on. There was no patient impact. Additional information has been requested.